Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a empty lifecare container 250 ml size that experienced particulate matter in the fluid path. Report stated that they have been monitoring the instances of particles found in the ICU medical bags after compounding for many months. It has typically been a very low level, a few bags every few batches compounded would have tiny particles that the visual inspector would catch after compounding. However, recently there has been a large increase in particles. This leads to rejection of the bag of compounded medicine. Sample picture and video provided showing the instances of particles found. There was no patient involvement.

Manufacturer narrative:
One photo and one video were received showing the sample. Received two used. List #079510470, empty lifecare container 250 ml size. No particulate was observed in person on returned bags. The fluid from the sets were flushed and collected in a vacuum filtration system. There were no residual particles on the filter paper for either set. The complaint of tiny particles could not be confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information in section d. MFR site reg #(B)(4). Updated information in d9. Device returned to manufacturer on 6/9/2025.